Manufacturer narrative:
The calibration was acceptable. The qc data showed that the customer used expired precicontrol and one level was out of range. The precicontrol expired in january of 2025. The samples were repeated after the service visit. The result for patient 1 was 6.06 iu/l (non-reactive), and the result for patient 2 was 4.75 iu/l (non-reactive). The investigation did not identify a specific cause of the event due to the sample material not being available for investigation. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-hbs ii results for 2 patient samples on a cobas 6000 e601 module. Patient 1: the initial result was 11.54 iu/l (positive), and the repeated result was 7.85 iu/l (negative). On (B)(6) 2025, the sample was repeated and the result was 7.67 iu/l (negative). Patient 2: on (B)(6) 2025, the initial result was 13.79 iu/l (positive) and the repeated result was 8.11 iu/l (negative). On (B)(6) 2025, the sample was repeated and the result was 7.17 iu/l (negative). The initial results were obtained using the primary tube. The repeated results were obtained after the primary tubes were recentrifuged and the patient samples were placed in cups.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed preventative maintenance and assay performance checks. The investigation is ongoing.